Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a visual inspection of the instrument and reviewed the event log. No problems were found. The qc results have been in range since the time of customer call. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a visual inspection of the instrument and reviewed the event log. No problems were found. The qc results have been in range since the time of customer call. The instrument is performing within specs. No further eval of the device is required.

Event description:
Elevated advia centaur xp troponin ultra results were obtained on three pt samples. The customer repeated the qc and found it was out of range high. The customer tried to recalibrate but the calibrations were invalid. The system fluids were in the correct position. However, the wash 1 was recently loaded into the system. The customer eventually obtained a valid calibration and qc was acceptable. The elevated results for the pts were not reported out. The customer repeated testing for the three pt samples. Pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Elevated advia centaur xp troponin ultra results were obtained on three pt samples. The customer repeated the qc and found it was out of range high. The customer tried to recalibrate but the calibrations were invalid. The system fluids were in the correct position. However, the wash 1 was recently loaded into the system. The customer eventually obtained a valid calibration and qc was acceptable. The elevated results for the pts were not reported out. The customer repeated testing for the three pt samples. Pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Elevated advia centaur xp troponin ultra results were obtained on three pt samples. The customer repeated the qc and found it was out of range high. The customer tried to recalibrate but the calibrations were invalid. The system fluids were in the correct position. However, the wash 1 was recently loaded into the system. The customer eventually obtained a valid calibration and qc was acceptable. The elevated results for the pts were not reported out. The customer repeated testing for the three pt samples. Pt treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a visual inspection of the instrument and reviewed the event log. No problems were found. The qc results have been in range since the time of customer call. The instrument is performing within specs. No further eval of the device is required.